Event description:
A customer reported a tandem mobi cartridge alarm, which did not adversely impact their blood glucose levels. The issue was related to cartridge alarm 35 and was not part of the load process; there was no previous history of similar alarms with this pump. Technical support (cts) decided to replace the pump as a resolution. The customer was instructed on how to handle the current pump, including putting it into storage mode, and returning it using a pre-paid ups label within ten days to avoid charges. Cts also advised on programming the settings and connecting the cgm to the replacement pump. The customer acknowledged and understood the instructions, and the replacement pump was sent.